Event description:
It was reported that shaft break and removal difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left external iliac artery. After an 8x40mm epic stent was deployed, a 7.0 x 40, 75cm mustang balloon catheter was inserted, with no particular resistance, for post-dilatation. The balloon was expanded at 8 atmospheres; however, upon removal, the device temporarily stopped coming out of the 6fr sheath. After pulling and pushing several times, the device was eventually removed completely. The device was checked outside the patient and it was noted that the proximal part of shaft was broken 4cm from the balloon. The procedure was completed with a different device. There were no complications reported and the patient was in good condition.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: a mustang 7 x 4, 75cm was returned for analysis. A visual and microscopic examination of the balloon material identified no issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified multiple kinks along the length of the shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break and removal difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left external iliac artery. After an 8x40mm epic stent was deployed, a 7.0 x 40, 75cm mustang balloon catheter was inserted, with no particular resistance, for post-dilatation. The balloon was expanded at 8 atmospheres; however, upon removal, the device temporarily stopped coming out of the 6fr sheath. After pulling and pushing several times, the device was eventually removed completely. The device was checked outside the patient and it was noted that the proximal part of shaft was broken 4cm from the balloon. The procedure was completed with a different device. There were no complications reported and the patient was in good condition. It was further reported that the shaft was kinked at 4cm from the balloon.